Event description:
Caller reported she plugged in an inform ii base and it began to smoke. No adverse event reported. A request was made for the return of the base, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.